Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Data was attempted to be downloaded from the device, but the device failed to connect to the master pdm. The device was connected to an external power supply. When the device attempted to communicate with the master pdm, the pdm found the device, but the connection failed between the two devices. The device was connected to a power supply for 80 hours to reset the bluetooth module. After the reset, the device still failed to connect with the master pdm. Data could not be collected from the device. Due to this lack of data, it could not be determined what caused the device's inability to deploy. The battery voltages measured to be lower than expected, but it could not be determined if this affected the device's operation due to the total data loss. No other issues were observed to the device.